Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) delivered what was felt to be an inappropriate shock. Upon interrogation of the device, one shock was recorded, however, no stored episode was observed. A request was made to have data from this device analyzed. Data analysis noted the device detected a memory anomaly, that resulted in a device reset to correct the memory anomaly. The device reset resulted in the device being unable to store an episode. No adverse patient effects were reported. This device remains in service.